Manufacturer narrative:
Concomitant product(s): product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis of the pump found pump motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaft-b earing.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving prialt (concentration 25 mcg, dose 11mcg) via an implantable infusion pump. Indications for use included non-malignant pain. The patient had no medical history. It was reported that the patient no longer wanted the pump; therefore, the pump system was explanted. The issue was resolved at that time. The patient status was "alive no injury."